Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that the tvc55 instruments locked out. Another instrument was used to complete the case. There was no consequence to the pt. The devices are discarded.